Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager was failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, when the user tried to dispense the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed. A field service engineer (fse) found that the latch was not unlocking and made no sound during recovery attempts. The station was powered off and the wiring harness was replaced. Upon boot-up, the remote manager unlocked but immediately failed. The station was powered off again and the remote manager board was replaced, but the issue persisted. Finally, the latch was replaced, and diagnostics testing showed successful results. The customer tested multiple times. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager was failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, when the user tried to dispense the medications to the patient. There were no adverse events or injuries reported due to this event.